Manufacturer narrative:
Complaint conclusion: as reported, the black sheath of a 6mm (basket diameter),180cm angioguard rx embolic protection device broke while the health care professional removed it. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. A non-sterile ¿rx/6mm basket diameter/180cm¿ was received inside a clear plastic bag. Only the delivery sheath was returned; the remaining components were not available for evaluation. Visual inspection revealed a separation on the delivery sheath approximately 100 cm from the distal tip, with no other notable findings observed. Magnified inspection showed that the edges of the separation exhibited elongation and transferred material, features commonly associated with tensile overload. These findings suggest the material was subjected to a force that exceeded its yield strength prior to the separation. The event ¿deployment (delivery) sheath-separated¿ was observed during the product evaluation. Handling factors such as the use of excessive force while peeling away the delivery is a possible cause of the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿torquing a guidewire against resistance may cause guidewire damage and/or guidewire tip separation. Always advance or withdraw the guidewire slowly. Never push, auger, withdraw or torque a guidewire, which meets resistance. Resistance may be felt and/or observed using fluoroscopy by noting any buckling of the guidewire tip. Determine the cause of resistance using fluoroscopy and take the necessary remedial action. Check guidewire, filter basket, deployment sheath, capture sheath, and capture sheath rx port region for bends, kinks, or other damage. Do not use defective equipment.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the black sheath of a 6mm (basket diameter),180cm angioguard rx embolic protection device broke while the health care professional removed it. There were no reports of patient injury. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. The device was returned for evaluation. Addendum: per pe findings, a separated condition was observed on the delivery sheath.